Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Physician was using 5max aspiration system. Pst2 was tested before use in the body. The vacuum only measured -18 mmhg on a new aspiration pump. Back-up pump was initiated and tubing still registered at -18 mmhg. Both of the pumps were maxed out to optimal aspiration. Replaced tubing before used in patient. New tubing was tested and registered at -28.5 mmhg. Case finished and basilar artery was opened to tici 3 flow.

Manufacturer narrative:
Results: the tubing has no visual damage. The tubing is functional. Conclusion: the complaint has been evaluated confirmed. The complaint states during testing of the max aspiration tubing system, the vacuum only measured -18 mm hg on the new aspiration pump. However during evaluation the tubing reached the proper vacuum level without issue. The cause of the issue experienced by the operator at the hospital cannot be determined through the evaluation of the device. It is possible the tubing was incorrectly assembled. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.